Event description:
Customer reported issues when using the coulter lh 750 hematology analyzer. There were frequent error conditions of voteouts (non-numeric results) for wbc (white blood cell) results and dotting out (non-numeric results) for differential absolute counts. The customer also reported falsely low wbc and differential counts were reported out of the laboratory for one patient. The results were corrected, doctor was notified, and no patient treatment was affected. There was no death or injury.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and removed the wbc (white blood cell) apertures from the aperture housing and flushed out protein buildup. The fse also cleaned the bsv (blood sampling valve) and the shear valves as auxiliary service. Identification of failure modes: protein buildup on the wbc apertures. The failure mode identified, upon recur, will likely cause erroneous wbc results. (B)(4).